Manufacturer narrative:
Concomitant medical products: product ID: 3708660, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial/lot #: (B)(4), ubd: 21-apr-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-nov-2020, UDI#: (B)(4); applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that impedances were high and out of normal range on the right side. Impedances were tested on both right and left sides. Left impedances were normal, but the right impedances were high and out of range. The issue was not resolved. The physician thought they damaged the lead during the procedure. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708660 lot#:serial#: (B)(4); implanted: on (B)(6) 2018; product type: extension; product ID: 3389s-40; lot# va1prxk serial#; implanted: on (B)(6) 2018; product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that the cause of high impedances and lead damage was unknown. As stated before they said the impedances were tested multiple times and remained out of range. It was stated another rep had more information. The issue was not resolved the day of the surgery. There were no further complications reported.